Event description:
The iab was inserted into the pt on 10/14/96. On 10/16/96 after iabp for 40 hrs, blood was noted in the extender tubing and the safety chamber. The "gas loss" alarm sounded during iabp. When the iab ws removed, there injury to the pt's artery. There were no further complications and the pt is cuurently o.k. (Event complications: there was injury to the pt's artery)-rpt'd 10/25/96. (Pt's current status: o.k.-rpt'd 10/25/96.)

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typicla of that produced by calcified plaque during iabp.